Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. The data log was reviewed and firmware errors were observed. The receiver case was opened for further evaluation. A visual interior inspection was performed and found that there was moisture damage. The reported event of initializing screen without manual restart was confirmed because the receiver was shutting down with a nearly full battery. The root cause was determined to be moisture damage.